Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to device change, upon device interrogation, noise was noted on the atrial lead; the noise was reproducible. The atrial lead was capped and replaced during the generator change procedure on (B)(6) 2020. The patient was in stable condition throughout.